Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on how to reset the pump and assisted with the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose.